Manufacturer narrative:
Supplemental1 MDR 2432235-2025-00212 was filed on 30-sep-2025. Corrected data: in supplemental report 1, the date of event was inadvertently entered as 24-aug-2025. The correct date of event is 24-jul-2025. Accordingly, section b3 has been updated to reflect the correct date (24-jul-2025; previously entered as 24-aug-2025).

Manufacturer narrative:
A united states customer reported to siemens that out of range quality control (qc) and an erroneously elevated calcium (ca) result was obtained on one (1) patient sample when processed on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse inspected the reagent pack and observed foreign debris floating outside the chimney. The cse performed an auto-check, inspected the sample, dilution, and reagent probes, replaced the clogged reagent probe, and performed alignments. Subsequently, the cse identified a failure on reaction washer 2, checked valve functionality and tubing integrity, replaced pump, valve for reaction washer 2 and reagent arm 1 probe after which the auto-check was repeated and passed. Was loaded. The customer ran quality control (qc) with a new ca reagent pack which recovered acceptably. The instrument is performing according to specifications. The cause of the event is unknown. Siemens is evaluating the event.

Event description:
The customer reported that out of range quality control (qc) and an erroneously elevated calcium (ca) result was obtained on one (1) patient sample when processed on an atellica ch 930 analyzer, serial number (s/n): (B)(6). The initial result was reported to the physician(s) but it¿s unknown if it was questioned. Due to qc being out-of-ranges, the same sample was then reprocessed (analyzer unknown) and obtained a lower result. The lower result was considered correct and was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment due to the elevated result.

Manufacturer narrative:
MDR 2432235-2025-00212 was initially filed on 18-aug-2025. Additional information (09-sep-2025): siemens received additional erroneously elevated patient sample results. Additional information (10-sep-2025): siemens has concluded the investigation for the customer complaint of observation of erroneously elevated calcium (ca) results obtained on multiple patient samples when processed on an atellica ch 930 analyzer. Following the routine troubleshooting intervention mentioned in the initial report, the reported issue was resolved. Based on the available information, the cause of the discordant result was unable to be determined. The instrument is performing according to specification and the reported issue was resolved by routine troubleshooting. No further evaluation of this device is required. Sections b5 and b6 were updated to include the additional erroneously elevated patient sample results. Section h6 was updated with the investigation conclusions code based on the investigation results. Section d8 was updated as ¿no¿. Corrected data: date of event has been corrected to 24-aug-2025 (earlier erroneously entered as 23-aug-2025) in sections b3 and b5.

Event description:
In addition to the one (1) patient sample reported in the initial MDR, the customer provided data for thirteen (13) additional patients with initially elevated calcium (ca) results. The initial elevated results were reported to the physician(s) but it¿s unknown if they were questioned. Following out-of-range qc results, the same samples were reprocessed on the original and an alternate atellica ch 930 analyzer which obtained lower results. The lower results were considered correct and were issued in corrected reports to the physician(s). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment due to the elevated calcium (ca) results.